Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor needle remained in the inserter. The blood glucose reading was 46 mg/dl. Customer treated with juice. Customer was advised on insertion techniques but was not able to get the serter to release the sensor. Nothing further was reported.